Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a275, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that beginning 2 years ago they used to weigh over (B)(6) prior to the implant but now they weigh (B)(6). They also began to start feeling the ins moving and had an x-ray done which showed that the wires were not straight. They started to see little things on a smaller scale beginning in (B)(6) 2017. They got out of bed on the day of the report and felt okay but now they were having a difficult time controlling their legs. They don¿t feel any different but their legs feel like someone having a stroke and they cannot control their feet or legs. The patient noted having neuropathy. They were experiencing problems with their stimulator so they asked that their healthcare professional (hcp) contact a manufacture representative (rep) but they haven¿t done so the patient decided to contact patient services. The patient was redirected to follow up with their hcp to have the hcp contact a rep. No further complications were reported/are anticipated.